Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor needle broke off the sensor when she pulled it out. Customer's blood glucose was 122 mg/dl. Customer was not able to insert the sensor. Customer is not returning the sensor for further analysis.